Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a pre-fill syringe. Per (B)(4) report, the customer reports the pt received affected medication. The pt had a stem cell transplant. The pt was febrile but not neutropenic. A blood cultures was positive for coag negative staph. The pt was admitted to the hospital and treated with IV antibiotics. The pt also was treated positive for c. Diff colitis by pcr and treated. The pt was in the hospital at the time of contact for a fever and knee infection. The dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.